Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the chuck device had illegible labeling, frozen/would not move, moving parts did not move smoothly and component damage. It was further determined that the device failed pretest for marking and labeling, check for mechanical free movement and general function in the running mode. It was noted in the service order that the device had a seized knob and did not function and one of the devices stopped working during an unspecified surgery. It was reported that the device was being used with an attachment device and a handpiece device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. The device serial or lot number was unknown; therefore, UDI: (B)(4).